Manufacturer narrative:
Correction: a1, a2-a6 (update to ni), b5-b7, d10, f10/h6: health effect - impact codes (replace code). Additional information: d9, h3, h4, h6 (update codes), h11. B5: update "there was no patient involvement." To "there was no report of patient injury or medical intervention associated with this event." H11: the actual device was received for evaluation. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked "at the foil wrapped port and the bag seal around that". The issue was noticed during set up of the device for connection prior to patient use when a puddle was observed under the bag. Upon opening the silver overwrap, the bag was found full of liquid. A spare bag was available to resolve the issue. There was no patient involvement. No additional information is available.